Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted transduodenal to facilitate a biliary drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. On (B)(6) 2025, the axios stent was confirmed to be obstructed by stones, as observed on CT imaging. The patient exhibited pneumobilia and worsening liver function test results. On (B)(6), a revision for choledocholithiasis was performed with placement of a plastic stent, without complications. The patient subsequently demonstrated favorable biological evolution and the axios stent remains implanted. The patient was hospitalized on (B)(6) 2025, and the event was resolved as of (B)(6) 2025, the date that the patient was discharged.

Manufacturer narrative:
Block e1: initial reporter's address: (B)(6); reported here as it exceeded the character limit for the designated field. Block h6: imdrf device code a0106 captures the reportable event of stent obstruction within device. Imdrf patient code e1709 captures the reportable event of jaundice. Imdrf impact code f08 captures the reportable event of hospitalization. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f2203 captures the reportable event of imaging required.